Event description:
Boston scientific reported the following information: patient is very sick and hospitalized. While in the hospital, patient was shocked. Noise was seen on the ra channel. Patient was definitely in an arrhythmia as they either passed out or fell down. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.